Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate high readings. On (B) (6) 2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. However, the pt declined to provide any more info. This complaint is classified according to the documentation of the customer care advocate. The pt treats her diabetes with oral medication and tests her blood glucose 4 times per day. On (B) (6) 2010, the pt reported blood glucose results of "198 mg/dl" with a lifescan meter and "148 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The pt did not take any action based on the reported meter readings. Approx 1 hour later, the pt reportedly developed symptoms of "shaky and sweating". The pt claimed that she was treated with food/drink by a non-healthcare provider. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms of abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and blood glucose readings she obtained on the subject meter during the reported symptoms. During troubleshooting, the customer care advocate verified that the process was correct, the test strips were in good condition and within the discard date, the results were taken from approved test sites, and the pt did not have any control solution to perform a quality test. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia and received medical intervention 1 hour after obtained the alleged inaccurate reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.